Manufacturer narrative:
Manufacturer ref no.: (B)(4). The initial manufacturer report was incorrect. The event description has been updated.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was missed during evaluation due to a clean load point #2 alarm. Evaluation did not identify any component discrepancies associated with an undetected upstream occlusion.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.